Event description:
Caller reported advantage blood glucose results: 4:11 pm 288 mg/dl 4:00 pm 150 mg/dl 3:57 pm 422 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.